Event description:
It was reported that the patient was not able to adjust stimulation. It was noted that there was a call your doctor icon with an oor condition when the patient was using group b this morning. It was noted that the patient tried to increase it to 4.0 volts and saw the call the doctor screen but no code. It was noted that the patient changed batteries in the external neurostimulator (ens) and attempted to increase stimulation. It was noted that they were able to get to 5.0 volts when the patient saw the oor screen and could not move higher. It was noted that the patient had a loss of therapeutic effect on group a and b, with no stimulation sensation on group c. It was noted that stimulation was in the wrong location. It was noted that the patient had great therapy and stimulation in the correct location yesterday. It was noted that the patient had stimulation on the left knee to foot. It was noted that this morning when the patient woke up they could not feel stimulation in group c and a/b were not in the correct location. It was noted that the manufacturer representative was meeting with the patient today. Additional information received reported that the issue was that the patient had very low impedance on the contacts used for the groups the patient was trying to adjust. It was noted that the trial leads pulled back a full vertebral body as noted at lead pulled x-ray. It was noted that the manufacturer representative was able to reprogram around the shorted contacts and the patient got good stimulation and had a successful trial. It was noted that it was unknown why the top contacts on the one lead showed shorts. It was noted that the outcome was very good though.

Manufacturer narrative:
Concomitant medical products: product ID: 37746, serial# unknown, product type: programmer, patient. Product ID: neu _unknown_lead, serial# unknown implanted: explanted: product type: lead. (B)(4).